Event description:
The patient experienced a syncopal episode resulting in a fall. Upon interrogation, the pacemaker was found to be in backup vvi mode. Although normal function was initially restored, a recurrent reversion to backup vvi mode occurred two weeks later and could not be restored. In both cases, electrogram (egm) recording was initiated via magnet response immediately before the device entered backup reset mode. Electromagnetic interference (emi) was suspected as the cause of the recurring reset. Device replacement was discussed. There were no adverse health consequences to the patient.

Event description:
New information indicates that the device was explanted and replaced. There were no adverse health consequences to the patient.